Manufacturer narrative:
(B)(4). Device evaluated by MFR: body fluid was found inside the distal end with the heaviest concentration noted under the ring area. Also, the right and left curves failed to reach the specified area due to a bent center support. The curves were also out of plane, most likely due to the distorted main body tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 20july2018. It was reported that noise and loss of tracking occurred. A intellanav mifi open-irrigated ablation catheter was selected for a ventricular tachycardia ablation procedure. However during ablation the signals got noisy, additionally magnetic tracking was lost and also the impedance tracking would no longer work. There were no patient complications. The procedure was completed by exchanging the catheter. However analysis revealed that lifted ring electrode and fluid ingress..